Manufacturer narrative:
This supplemental report is being submitted to correction to h6 component code.

Event description:
No additional information received from customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction. Updated fields: g4, h2, h3, h6, and h11. Corrected fields: d6b, h11. The device was not returned to olympus for inspection, however the reported failure was verified via technical assistance support (tac). Based on the results of the investigation, the most probable cause for the reported malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the distal tip of the subject device fell off. The issue an endoscopic retrograde cholangiopancreatography procedure and the procedure was completed with the same device. There were no reports of patient harm.